Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a torn insulated black wire. There was no patient injury and no fragments fell into the patient. The procedure was completed. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the fenestrated bipolar forceps (part number 471205-17/ lot number k11211021 0033) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 2 uses remaining after the last procedural use. This complaint is reportable malfunction event based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument conductor wire was damaged. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the crimp grip location in the distal end. As a result, from the breakage, the tip of the conductor wire was exposed. No other exposed wire or insulation damage was observed. Electrical continuity test was performed and failed. Visual inspection did not show any other obvious damages. Common causes of failure mode broken conductor wires are typically attributed to a component failure in instances such as this. There was no thermal damage observed.